Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Concomitant medical products: 325cc mentor smooth round high profile memorygel breast implant catalog: 3503254bc lot: 5710560 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 325cc mentor smooth round high profile memorygel breast implant experienced left sided silent rupture post procedure. The left sided silent rupture was confirmed by a physician during explant exchange surgery. As a result, patient underwent removal and replacement with a silicone gel breast implant on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/24/2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During visual evaluation a crease was observed in the anterior view expanding to the posterior view. Leak testing revealed a tear within the crease in the posterior view, measuring approximately 0.1 cm, additionally in the edges of the rupture siltex cracking was noted. No additional anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. A crease/fold and siltex cracking failure may be the result of the continuous and sustained stresses to the device. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/19/2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant and capsular contracture. During visual evaluation a crease was observed in the anterior view expanding to the posterior view. Leak testing revealed a tear within the crease in the posterior view, measuring approximately 0.1 cm, additionally in the edges of the rupture siltex cracking was noted. No additional anomalies were observed. A crease/fold, siltex cracking or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 11/7/2019, patient experienced left sided rupture, left sided capsular contracture baker grade iii and right sided anisomastia post procedure. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).